Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/21/2017. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The two repeats on I-stat are consistent on the same sample. That sample was not run on the laboratory. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(4) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for postassium an 85 year old male with claudication of right leg. There was no additional information at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).